Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of perforation and thrombosis, as listed in the graftmaster rx coronary stent graft system, instructions for use, are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a perforation in the left anterior descending (lad) artery. The 2.8x19mm graftmaster covered stent was implanted at 15 atmospheres (atms) re-inflating the balloon multiple times, however, failed to seal the perforation. The perforation was discovered to be larger than initially anticipated/visualized angiographically after the inflation. It was noted that the graftmaster exacerbated the existing perforation due to inflation attempts. It was noted that there was thrombus in the lad and diagonal branches with no flow and at the tip of the catheter. The catheter was removed and an intra-aortic balloon pump (iabp) was inserted. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.